Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported backup battery issue, the unit does not work on battery. The customer reports dc bus is 27.5 vdc instead of expected 29 vdc. There was no patient involvement.